Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/05/2024, was chosen as the best estimate based on year the article was published. Block g2: literature source tong, z., sherryn, s., xia, s., & sun, j. (2024). Moses technology vs non-moses holmium laser enucleation of the prostate: a randomized controlled trial from a high-volume center. Urology, 189, 70 76. Https://doi.org/10.1016/j.urology.2024.03.008.

Event description:
It was reported to boston scientific via an article published in the journal urology that a objective of the study was to compare the efficacy and safety of moses augmented holmium laser enucleation of the prostate (molep) versus traditional non-moses holep in terms of enucleation efficiency, hemostasis, and suitability for day surgery in patients with benign prostatic hyperplasia (bph). The study included 100 patients, with 80 patients completing the trial and being analyzed (38 in the molep group and 42 in the holep group). The study was conducted from (B)(6) 2022 at a high-volume center in (B)(6) china. The enucleation in the intervention group was done by using the lumenis pulse 120 h moses technology laser system (B)(6) israel) and lumenis 550 um fibers. The control group uses non-moses holmium laser lumenis powersuite 100 w ((B)(6), israel) and 550 um fibers compatible with the machine. For consistency and to minimize differences, the same brand of morcellator was used for both groups. Patient complications were recorded and graded using the clavien dindo classification. No grade IV or v complications were observed. The reported complications included grade I, urinary tract infection (molep: 1 case [2.6%], holep 3 cases [6.6%]); grade ii, bleeding (molep: 1 case [2.6%], holep: 4 cases [9.5%]); postoperative urinary retention (molep: 0, holep: 2 cases [4.4%]) and grade iii urethral stricture (molep: 1 case [2.6%], holep: 1 case [2.2%]), stress urinary incontinence at 1 month (molep: 2 cases [5.2%], holep: 3 cases [6.6%]), stress urinary incontinence at 6 months (molep: 1 case [2.6%], holep: 1 case [2.2%]). The study concluded that while not all differences reached statistical significance, molep showed potential advantages in reduced hemostasis time, shorter catheterization, and hospitalization, supporting its feasibility for day surgery applications. 4 of 4 this report is for lumenis fibers 550um mentioned in article.